Event description:
It was reported that the patient had shortness of breath symptoms. Log files were sent for analysis with request if there was any suspicions about pump thrombus from the log file. The vad coordinator stated they were sending for lactate dehydrogenase and plasma free hemoglobin. The log file captured transient power and flow elevations associated with a pi event. The log file data that was reviewed did not contain attributes which would lead to suspicion of the presence of thrombus within the motor chamber but that did not mean thrombus was not present in the circulatory loop. It was recommended to investigate other clinical indications that may confirm the presence of thrombus. There were no notable alarm conditions or parameter changes and the vad was functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, review of the submitted log file confirmed elevations in power and flow; however, a specific cause for these findings could not be conclusively determined. The submitted log file contained events from (B)(6) 2025. From (B)(6) 2025, multiple transient elevations in power and flow were observed. Additionally of note, power and flow remained elevated above baseline from (B)(6) 2025. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, "introduction", lists potential adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. No further information was provided. The manufacturer is closing the file on this event.